Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited rf telemetry anomaly. Device session records indicated that the device was functioning normally. Firmware download successfully resolved the issue. Patient remained asymptomatic and will continue to be monitored with routine follow-ups.